Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During device evaluation, the reported event of the tip joint/angle nut threads breaking was confirmed. A broken angle nut can be caused by over-torquing of the angle nut while attaching a tip to the handpiece. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was not repairable and was returned unrepaired to the customer.

Event description:
It was reported that the angle nut threads of the universal handpiece were broken off while attempting to attach the tip. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the angle nut threads of the universal handpiece were broken off while attempting to attach the tip. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.